Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in tubing). This occurred during the second drain cycle of peritoneal dialysis therapy. The patient stated that she had disconnected without using proper procedures. The technical service representative assisted the patient in clearing the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The cause of the alarm was determined to be that user had disconnected from the device without clamping the patient line. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. Users are not instructed to disconnect during therapy unless for an emergency disconnect procedure. The guide provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. This review finds the labeling accessible, accurate, and adequate for the related use error in the complaint. Should additional relevant information become available, a supplemental report will be submitted.